Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff member called to report an inability to display the endoscope image on both the vision side cart (vsc) and the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) verified that two 48406 errors were recorded in the logs. The tse guided the caller through a hard power cycle of the vsc, after which the system powered on without error. The tse walked the caller through the installation of both available endoscopes, but only color bars appeared on the screens. The endoscope controller (ec) led status was blue. The tse instructed the caller to check the ec/video processor (vp) connections, and all connections were confirmed to be correct. The caller also inspected the ec pins and found no damage. The tse inquired if a third endoscope was available for further testing, but the caller did not have another endoscope. Prior to contacting tse, the customer had already converted to laparoscopic surgery and continued with the procedure using laparoscopy. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. Visual inspection, no damage was observed on the exterior and interior of the endoscope controller. Rust and mold was observed on the interior where the double camera instrument board (dcib) and light engine meet. The endoscope controller was installed in the golden system where it was programmed successfully and functioned as expected. Image was clear on the ssc and the vsc. The unit was installed in the golden system where it was programmed successfully. All nodes were present. The image was clear. The system was set to run 10 power cycles. The probable root is attributed to a defective endoscope controller.

Event description:
Refer to h11 for follow-up information.